Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e411 analyzer. The customer stated this had been an ongoing problem. The customer alleged there were three samples that initially gave falsely low results that on repeat gave positive results. The customer provided data for one patient. The patient samples were processed in sample cups. The customer stated only one result was released to the doctor's room and it was later rectified when a second sample was sent a week later. Information on which patient result was reported was not provided. The units of measure were requested but not provided. The specific date of this event was requested but not provided. The patient's initial hcgb result was 8.89. The repeat result was 323.2. Information on whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 173269. The expiration date was 10/30/2014. The field service representative went onsite. He checked and adjusted the s/r probes on all positions. He checked and adjusted the sipper probe and incubator sipper position. He checked the water pump filter which was dirty. He cleaned the water pump filter. He checked and adjusted the mixer speed, which was high. He checked all the probe voltages which were within specification. He checked the power supply voltages which were within specification. He ran a performance check which was within specification. Quality control was run with results within range.

Manufacturer narrative:
This event occurred in (B)(6).